Event description:
A customer reported nonbacterial inflammation following an intraocular lens (iol) implant procedure. The patient was treated with medication and the symptoms improved. The customer noted that the patient had a vitrectomy approximately six months before, and therefore had a large amount of fibrin. The customer described the patient's eye prior to the cataract surgery as "out of the ordinary." The lens remains in the eye. Additional information was requested.

Manufacturer narrative:
The product was not returned. The customer indicated the use of an approved cartridge and handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The manufacturing investigation has not identified a root cause to date.

Manufacturer narrative:
Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(4). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the japan market. A corrective and preventive action has been instituted; the investigation is ongoing.

Event description:
Additional information was provided that the patient also experienced hyperemia and a vitreous hemorrhage. Bacteriological testing was not performed. The symptoms recovered after initial medical treatment. The clinical judgment of the inflammation was considered to be noninfectious due to clean looking incision, late onset of inflammation, and its outcome.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-january 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Product evaluation: : the product was returned for analysis, and remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).